Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
This is a duplicate issue. Please see MFR report #: 3006630150-2013-02012 for the reason for the revision.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient could not stand up straight and was experiencing back and leg pain after a revision procedure (MFR report #: 3006630150-2013-02012). The patient was proven to be allergic to components of the ipg. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician believed that patient¿s inability to stand up straight with back and leg pain was procedure related. The patient underwent an explant procedure as the patient was allergic to component of the device. The explanted devices were not returned to bsn as they were discarded by the medical facility.